Manufacturer narrative:
Site physician, dr. (B)(6), declined to provide patient information. Return requested for linear blunt hc probe. No parts have been received by manufacturer for analysis. Reported issue could not be replicated. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system unexpectedly exited. It was reported that when the active probe long cable was plugged in the navigation system to use navigation in the aseptic field, the cranial software automatically exited. An attempt was made to start cranial software and plug the active probe long cable into the navigation system, however, the issue reoccurred. The surgeon abandoned use of the active probe and used a passive probe was used instead. After navigation was completed, it was noticed that one led lights of the active probe was run down. The active probe was replaced with another active probe. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A review of the software logs found: the logs were reviewed and revealed that a core.guiframework file was generated each session. The core files revealed an error occurred in the libndispectra.so library (the library that talks to the camera). The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The suspect probe was returned to the manufacturer for evaluation. Testing found that the probe would not track with one led on the probe. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.